Manufacturer narrative:
Investigation summary pir# 116587 description / defect: safety mechanism broke (solomed) quantity produced: catalogue: 302667, batch 5315411, 208.950un. There were no complaints for the same defect in this batch. No hold on this batch. No were no occurences/quality notifications in this batch. Investigation: evaluating the sample provided by the customer, it is possible identify safety mechanism cracked, confirming the defect in question. The potential cause for the occurrence is a jam on feeder and bent system at packaging machine. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: during the batch production there were no records of occurrences are related to this defect are observed, however after the analysis of the sample it is possible confirm safety mechanism broke. Based on this evaluation the potential cause for the occurrence is a jam on feeder and bent system at packaging machine. Based on the above a CAPA is not required at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of the bd solomed 5ml syringe without needle was found broken upon opening the package. There was no report of injury or medical intervention.